Manufacturer narrative:
Analysis for fiber (B)(4). The fiber does not exhibit signs of usage; the glass/metal cap exhibits signs of crystal deposits at output window; the outer flow tubing open end exhibits partially erased blue arrow indicator and signs of crystal deposits; the fiber is broken within the white tubing at 3 feet and 10.5 inches from connector, between connector & control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibits a 3mm hole, and signs of melting and minor burnt marks at the break; the fiber ID exhibits a hole obscuring the last digit. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, "the laser beam fired at the start of the case and the outer flow tubing was firing the laser beam instead of at the firing point" at 0 joules of use and 0 minutes. The fiber was replaced and the procedure continued using a second surgical fiber. While using the second surgical fiber, "the metal cap came off" at (B)(4) joules of use and 14:15 minutes. The fiber was replaced and the procedure continued using a third surgical fiber. While using the third surgical fiber, the "fiber expired" at (B)(4) joules of use and 29 minutes. The fiber was again replaced and the procedure completed using a fourth surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.